Manufacturer narrative:
New/additional information was received. The lens was explanted (B)(6) 2019. Patient's age is 61 with a date of birth of (B)(6) 1957. Patient¿s gender is female. The lens replacement was a model zkboo lens. Patient was seen (B)(6) 2019 and was reported as doing well and no longer seeing halos. Seeing some glare, however, the doctor thinks this is likely due to pco (posterior capsule opacification). The patient was to be seen again (B)(6) 2019 for a routine post follow up appointment. The lens will not be returned for an investigation. No further information was provided. The MDR has been updated accordingly: patient age/date of birth: (B)(6) 1957. Patient gender/sex: female, if explanted; give date: (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The serial number provided in the initial MDR was actually the serial number for the replacement intraocular lens. Through follow-up a corrected serial number was provided, and the date of implant. Model #: zxt150, serial #: (B)(4), catalog #: zxt150u260, UDI#: (B)(4), expiration date: 11/22/2022. If implanted; give date: (B)(6) 2018. Device manufacture date: 11/22/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The customer''s reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Serial #: unknown. Catalog #: exact catalog # is unknown. UDI #: a complete UDI number is unknown. Expiration date: unknown. If implanted; give date: unknown. If explanted; give date: unknown. Device manufacture date: unknown. (B)(4). Attempts were made to obtain missing information; however, no further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor is planning to explant the intraocular lens (iol) as patient is experiencing spiderweb dysphotopsias. Reportedly, this patient also had difficulties with her companion lens due to spiderweb dysphotopsias and that lens was replaced. No further information was provided.